Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support, a ¿placement signal not reliable¿ alarm was observed. The impella pump position was assessed and confirmed via echocardiography. No additional device performance issues were reported at the time of the event. No signs or symptoms of patient injury or patient harm were reported in association with this event. At the time of writing this report, the patient continues to be supported by impella cp.

Manufacturer narrative:
B1, b2, b4, b5, h6 - health effect impact code have been updated.

Event description:
An impella cp device was inserted into the left axillary/subclavian artery in a 76-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While on support, the device functioned as intended at p-6 at 2.7 l/min, with d5w sodium bicarbonate as the purge solution. There was a placement signal not reliable alarm. Ao and lv placement signals were not present on the console; however, hemodynamic support was not affected. The patient remained on support for two days post placement signal not reliable alarm when the family withdrew care and the patient expired on support. The impella is being conservatively reported for death; however, the psnr alarm did not contribute to the patient's death. The death was most likely attributed to the patient's underlying clinical presentation of stage d shock.

Manufacturer narrative:
Additional information has been provided in d3. Placement signal issue: the cause of the placement signal issue was unable to be determined since insufficient clinical details were provided and no product was returned.